Manufacturer narrative:
The reported problem could not be duplicated. The pump was tested using the received customer set that was reported to be in use during the incident. The pump repeatedly alarmed "system retest" during initialization. The system retest/cassette failure was caused by the defective cassette. Testing with the returned cassette could not proceed further due to the alarm condition. When the pump was tested with a known good cassette in functioned fine within product spec. The frequency of death or serious injury reports for code 102(overdelivery) for lifecare 5000 plum products is 0.34/million sets.

Event description:
Overdelivery reported. The pump was set to infuse d10.25ns at 11ml/hr. A burette set was filled with 50m. Approximately one hour after set up, the nurse noted that the burette was empty. The pump display verified a rate of 11ml/hr, and the total delivered volume said 11ml. The nurse refilled the burette and reset the device. She observed the flow and reported that over the next 15 minutes, approximately 10ml delivered and "the drop rate in the drip chamber appeared to be going too fast." The pump had been in use for 24 hours previously without any problems. The tubing/burette had been changed just prior to this incident. The pump and tubing were switched out. The infant had a temporary increase in urinary output, but there were no adverse effects and no medical intervention was required.